Event description:
The complaint was forwarded from a bayer authorized sales representative, who rec'd info from a diabetes educator regarding the complainant. The complainant is the mother of a 12 year old insulin dependent diabetic. Mother indicates being given a dex blood glucose system approximately 6 weeks ago. Testing using this system, pt's blood glucose values were in the 50-79mg/dl range. Pt has never had any symptoms of low blood sugar. However, during this period, pt was spilling high levels of ketones in urine and had lost 12 lbs. Suspecting the system was reading low, a new disc of reagent was used. The results were still lower than what the customer believed should have been. A comparison was made using a competitive system. The competitive system gave a result of hi (>600mg/dl) while the dex system gave a result of 79 mg/dl. While on the phone control testing was satisfactory. A request was made to return the entire system for eval.